Event description:
Upon opening the product package prior to use, it was noted that one end of the inner sterile pouch was not completely sealed. The product was not used clinically. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.